Event description:
The customer reported that during an oophorectomy, the jaws of the device were locked on a pedicle, sealed and cut but would not open. The surgeon introduced a new port into the pt, got another device and sealed off behind the locked one in order to remove it. There was no pt injury.

Manufacturer narrative:
(B) (4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.